Event description:
The customer reported an intermittent E226 error during inspection for use involving an Olympus Video System Center. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.